Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision surgery due to disassociation of implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: g7 dual mobility liner 42mm e item #: 110024463 lot #: 933100. Medical product: act artic e1 hip brg 28x42mm item #: ep-200148 lot #: unknown. Medical product: forte cer fm hd d28/+3.5 12/14 item #: 164192 lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision surgery due to disassociation of implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Corrected section: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hip revision surgery due to disassociation of implant.

Manufacturer narrative:
(B)(4). Corrected information: concomitant medical products: medical product: g7 dual mobility liner 42mm e item #: 110024463 lot #: 933100. Medical product: act artic e1 hip brg 28x42mm item #: ep-200148 lot #: unknown. Medical product: forte unknown biolox delta ceramic headcer fm hd d28/+3.5 12/14 item #: unknown lot #: unknown. This follow-up report is being submitted to relay additional information. The revised components were in use for approximately 6 months and 29 days. The external surface of the revised acetabular shell present lack of bone integration. Marks on the non-articulating surface of the cocr metal liner suggest that the screws might not have been fully seated. It also suggests the relative movement between the shell and the cocr liner, which is consistent with the reported event ¿the loosening of the implant. Wear patches observed on the articulating surface of the cocr liner and scratches and pitting observed on the e1 dual mobility liner indicate the presence of third body particles within the joint space. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event could not be determined from the information provided in the complaint. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision surgery due to disassociation of implant.